Event description:
It was reported that the patient presented with cardiomyopathy, ventricular fibrillation, and cardiac arrest. An electrocardiogram (EKG) performed. Additionally, the controller exhibited a high alarm sound with a displayed alert of connect driveline. The emergency medical service (ems) was called and performed a controller exchange. Once the exchange was complete, the new controller exhibited a yellow alarm and an alert displayed "controller fault". Subsequently, the patient expired due to cardiac arrhythmia, and ventricular fibrillation arrest.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2018 / serial#: (B)(4), UDI#: (B)(4) device available for evaluation: no, mfg date: 19-dec-2017, labeled for single use: no, (B)(4) heartware ventricular assist system ¿ controller 2.0 model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2018 / serial#: (B)(4) UDI#: (B)(4) no mfg date: 19-dec-2017 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed damaged pins within power port one (1) of the controller. The damaged pins did not allow a power source to properly connect to the power port. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the no power alarm performed as intended. Additionally, visual inspection revealed contamination within both power ports and the serial port. Internal inspection also revealed a crack on a standoff post within the controller housing. The observed contamination and standoff post crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports event can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed a controller fault alarm was logged on (B)(6) 2022 at 06:39:51, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. The controller was then powered down on (B)(6) 2022 at 06:52:05, likely due to a controller exchange. Review of the controller log files associated with (B)(6) revealed a controller power up event logged on (B)(6) 2022 at 07:09:01. Additionally, a subsequent vad disconnect alarm was logged at 07:09:06, likely due to the controller powered up without the driveline connected. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2018. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point logged since (B)(6) 2018 was logged on (B)(6) 2022 at 07:09:34, indicating that the power up event and vad disconnect alarm occurred during a controller exchange. Further review of the alarm log file associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2022 at 0 7:09:06, indicating the pump motor controller (pmc) was unable to receive messages from the user interface controller (uic). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. Further review of the (B)(6) log files revealed the controller fault alarm was followed by a vad disconnect alarm logged at 07:09:06, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported ¿connect driveline event¿. Further review of the log files associated with (B)(6) revealed multiple controller power up events and multiple additional vad disconnect alarms were logged on (B)(6) 2022 since 07:44:16, likely due to troubleshooting and a controller exchange after the patient was found. In addition, two (2) high watt alarms were logged on (B)(6) 2022 since 12:29:46. Log file analysis associated with (B)(6) revealed multiple controller power up events were logged since (B)(6) 2022 at 07:26:41, likely due to a controller exchange and troubleshooting after the patient was found. Further review of the alarm log file revealed two (2) controller fault alarms were logged on (B)(6) 2022 at 08:01:05 and on (B)(6) 2022 at 15:26:08, which corresponds with the reported " new controller exhibited a yellow alarm and an alert displayed controller fault" event. Controller fault alarms are medium priority alarms, which will cause the controller's alarm indicator to flash yellow. In addition, four (4) low flow alarms were logged on (B)(6) 2022 since 07:26:58. As a result, the reported events were confirmed. Internal inspection of (B)(6) did not reveal any anomalies. During supplemental testing, the controller (B)(6) was connected to a test motor and allowed to run for an extended period of time; results revealed that the controller fault alarm could not be replicated. Of note, based on the log files associated with (B)(6), that the controller was connected to two power sources until (B)(6) 2022 10:15:38, then subsequent data points were logged with only a power source connected to power port two (2). This indicated the observed bent pins event occurred after the patient was found and is an additional finding not related to the reported event. Based on an investigation conducted under CAPA pr00384004, the root cause of observed damaged socket pins within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on risk documentation, multiple factors may have contributed to the observed high power event including but not limited to external factors such as thrombus formation/ingestion, an inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. The most likely root cause of the reported controller fault alarm event involving (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the risk documentation and the available information, a possible root cause of the observed controller fault alarm involving on (B)(6) can be attributed, but not limited, to a communication failure between the uic and pmc and/or temporary corruption of the uic. The most likely root cause of the reported "connect driveline" event can be attributed to a physical disconnection of the driveline from the controller, likely due to the patient troubleshooting the controller fault alarm involving (B)(6). Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 08-sep-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701, c07, c0706, c15, c19 h6: FDA conclusion code(s): d02, d01, d11, d1105 d4: serial or lot#: (B)(6) d9: yes, return date: 08-sep-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.